Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received questionable elecsys ft3 iii results for one patient from cobas e 801 module serial number (B)(4). The sample was repeated on a siemens centaur analyzer and a cobas e 801 module at the investigation site. The customer's results were reported outside of the laboratory to the physician. There was no allegation of an adverse event. The ft3 iii reagent lot number used at the investigation site was 314824 with an expiration date of may-2019. The e801 module used at the investigation site was (B)(4). The investigation did not identify a product problem. The cause of the event could not be determined. As no further sample material could not be provided, further investigation was not possible. From the information provided, a general reagent issue could be excluded.